Event description:
Pieces of the scope sleeve broke off the scope in pt during colonoscopy.

Manufacturer narrative:
(B)(4) 2012. The device was borrowed from another facility within the reporting facilities medical system group. The device has been quarantined by the reporting facility pending investigation of the event. The investigation is on going.